Event description:
Since I have had the springs placed I have seen numerous doctors about this immobilizing pain in my lower abdomen, as well as hair loss, and constant lethargy. Doctors state that since the springs are in the proper place, I am experiencing phantom pains. I do not want to be on pain meds for the rest of my life because of a product/device that was not properly researched before being FDA approved.